Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The anchor as returned appears in good condition and laboratory leads were easily inserted. Digital pressure readings confirm that the anchor inserts grasp any inserted leads. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B) (6) 2008. It was reported on (B) (6) 2009 that the lead had migrated out of the anchor. The anchor was removed on (B) (6) 2009. No further information is available.